Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, unknown side rupture. And breast cancer. The event breast cancer is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: no observations are performed for the complaint as the event is no complaint against the device . Additional observations: observed, broken on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). No further actions are required as no issues with the manufacturing process are observed.

Event description:
It was found that the events that were reported are for the contralateral side. The right side has no complaint against the device.

Event description:
Patient reported unknown side rupture and breast cancer. The event breast cancer is not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cancer breast-ndr.